Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Healthcare professional reported with a description of the injector passed over the intraocular lens (iol) and broke the haptic. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint the injector passed over the iol could not be confirmed. The reported broken haptic was observed. Only company preloaded device nozzle detached from the device, containing intraocular lens (iol) was returned. No device returned. Iol returned misfolded at nozzle entry. Viscoelastic is dried in the nozzle. Broken haptic tip is also observed in the nozzle. Photo review the returned photo shows company preloaded device nozzle on its own, detached from the device. The lens is present in the nozzle entry area. What appears to be a broken haptic tip is observed at the depth guard area. The product investigation could not identify the root cause for the reported complaint the injector passed over the iol and broke the haptic. Only company preloaded device nozzle detached from the device, containing iol was returned. No device returned. Due to this, we are unable to confirm the lens and the plunger position for advancement. The reported broken haptic was observed. The customer reported plunger override event. Plunger override may occur if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non qualified viscoelastic. Material properties of non qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. If the operating room temperature is too high (more than 23degreec or 73degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).